Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As no sample was announced for investigation, the history files available were investigated. On 2nd (B)(6) 2025, the infusion pump was activated at 17:25. A terumo 50ml syringe was selected, and the vtbi parameters were configured with a rate of 50ml/h and a vtbi of 42ml. Therapy commenced at 17:28 with a flow rate of 50ml/h. At 6:09 pm, a "syringe near empty" alarm was triggered, followed by a "vtbi near empty" alarm at 6:13 pm. Therapy was automatically stopped at 6:14 pm due to the syringe being empty. At 6:29 pm, the drug "prop50" was selected from the drug library, and a syringe change was performed. Therapy was restarted immediately with a reduced flow rate of 5 ml/h. Based on the history file and the information provided in the cc notification, the over-infusion incident was caused by incorrect therapy settings. Therefore, the defect could not be confirmed. The cause was a wrong handling of the device. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313.

Event description:
According to the event description: user started using pump (B)(6) 2025 at 1725. No fault when loading syringe, but user was unable to scan with rover. User mentioned that when scanning with rover, it did not flow order to pump. Tried to use rover 2 times but was unsuccessful. Hence, proceeded with manual program. However, user could not recall if she used drug library. After starting therapy for patient at 1725, patient was sent for scanning. User only realised about the over infusion when patient was sent back to the ward, estimated to finish infusion in 10 hours if run in 5ml/hr, but ended in 1hour because unit was running in 50ml/hr.